Event description:
Report received from the USA stating the ring inside the device was loose. It was unk to the reporter if the device was used in surgery. It is unk if there were any injuries or medical intervention required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests that this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).